Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. The field service engineer started confirmed that the issue was resolved by the rx technician. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis medstation system the drawer was failed. The customer reported that entire drawer was failed at the obtriage pyxis and the user was unable to access medications. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.